Manufacturer narrative:
Site sample status: not received. This investigation was conducted for an unknown lot number menstrual 8 hour product. Lot trend assessment. & rationale: a lot trend was not performed as the lot number is unknown. Other trend assessment. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation customizable search was performed: scope: date contacted: 10/12/2015 through 10/12/2018 / manufacturing site: (name) / complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation: the customizable search returned a total of 77 complaints for menstrual 8hr products during this time period for the class/subclass. Two of the 77 were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Summary of the two confirmed complaints are as follows: investigations (B)(4) for batch t26693 and (B)(4) for batch - t26691: both of these investigations were related to investigation (B)(4). (B)(4) determined the most probable root cause of the event is equipment/other with method as a contributory factor. The root cause is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because a manufacturing work instruction (mwi) document for purging brine is necessary. There is not a document that clearly provides instructions on how to purge brine. Corrective actions: investigation (B)(4) for lots t26691, t26693, t26686 & s68516 menstrual & muscle joint us for cells damaged/leaking was conducted for the subclass of cell pack damage/leaking. These batches were reviewed at aqrt and the outcome was to recall the four batches (t26691, t26693, and t26686 & s68516). Recall issued in october 2018. The returned search shows an increase in complaints for the month of march 2017 that was due to a seasonality change. The (B)(4) complaints were related to burns and blisters. Based on this customizable search for the subclasses of adverse event safety request for investigation for menstrual 8hr products the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event safety request for investigation for menstrual 8hr product, refer to the 36-month trend chart for ae menstrual 8hr 12 october 2015 to 12 october 2018. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Bad 2nd degree burn [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual) 8 hr, from (B)(6) 2018 at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient previously used thermacare heatwrap (thermacare menstrual) with no problem. The patient stated "I used this product for the on yesterday ((B)(6) 2018) for about two hours and it cause a very bad 2nd degree burn all over my abdomen. Is this normal for your products? I've used in the past with no problem." The action taken in response to the event was unknown. The outcome of the event was unknown. According to the product quality complaint group: site sample status: not received. This investigation was conducted for an unknown lot number menstrual 8 hour product. Lot trend assessment. & rationale: a lot trend was not performed as the lot number is unknown. Other trend assessment. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation customizable search was performed: scope: date contacted: (B)(6) 2015 through (B)(6) 2018 / manufacturing site: (name) / complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation: the customizable search returned a total of (B)(4) complaints for menstrual 8hr products during this time period for the class/subclass. (B)(4) were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Summary of the two confirmed complaints are as follows: investigations (B)(4) for batch t26693 and (B)(4) for batch - t26691: both of these investigations were related to investigation (B)(4). (B)(4) determined the most probable root cause of the event is equipment/other with method as a contributory factor. The root cause is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because a manufacturing work instruction (mwi) document for purging brine is necessary. There is not a document that clearly provides instructions on how to purge brine. Corrective actions: investigation (B)(4) for lots t26691, t26693, t26686 & s68516 menstrual & muscle joint us for cells damaged/leaking was conducted for the subclass of cell pack damage/leaking. These batches were reviewed at aqrt and the outcome was to recall the four batches (t26691, t26693, and t26686 & s68516). Recall issued in october 2018. The returned search shows an increase in complaints for the month of (B)(4) 2017 that was due to a seasonality change. The (B)(4)complaints were related to burns and blisters. Based on this customizable search for the subclasses of adverse event safety request for investigation for menstrual 8hr products the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event safety request for investigation for menstrual 8hr product, refer to the 36-month trend chart for ae menstrual 8hr 12 october 2015 to 12 october 2018. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No follow up attempts possible. No further information is expected. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (15apr2020): new information received from a product quality complaints group includes: investigation results. No follow up attempts possible. No further information is expected.

Event description:
Bad 2nd degree burn [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), from (B)(6) 2018 at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "I used this product for the on yesterday for about two hours and it cause a very bad 2nd degree burn all over my abdomen. Is this normal for your products? I've used in the past with no problem." The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.